Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. There is no evidence to suggest that there was a device failure.

Event description:
Surgeon damaged tibial insert while trying to insert into the tibial tray.